Event description:
It was reported that ongoing intermittent occlusion alarms occurred, despite following clinical support strategies, leading to a recommendation for pump replacement. The customer's blood glucose level was within the normal range. As a result, technical support decided to replace the current pump, and the customer was advised to continue using the existing pump while waiting for the replacement.